Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Company rep reported, a right tha. During cup insertion, cup did not seat properly. Another cup was used and surgery was completed successfully.